Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "ruptured implant." Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified; flat creases and curved opening. Leak test and microscopic analysis was performed which identified; three striated openings on anterior and two punctures. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings on the anterior assessed as surgical damage consistent in the use of some surgical tool and two striated punctures on the anterior side assessed as surgical damage consistent in the use of some surgical tool. Additional, changed, and/or corrected data: b.5, d.1, d.3, d.4, d.10, g.1, h.3, h.4, h.6.

Event description:
Healthcare professional reported a right side "ruptured implant." Device has been explanted.